Event description:
It was reported that the patient passed away due to multi-system organ failure secondary to sepsis. Whether the outcome was device or therapy related was not provided by the customer. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including sepsis, multiple types of organ failure and dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU and patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.